Manufacturer narrative:
The event date was estimated since it was reported as 2017. The implant date was estimated since it was reported as 2014.

Event description:
It was reported that a patient death occurred. It was reported via social media that the patient had the watchman closure device implanted in 2014. At an unknown time the patient had a thrombus and ultimately passed away.